Event description:
It was reported that t:slim x2 pump battery would not charge despite use of working wall outlet, tandem charging cable, tandem wall adapter, and alternative cables and adapters, and pump did not display low power, shutdown, or power source alerts. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump, was instructed to place pump into storage mode before return, to re-enter pump settings and reconnect continuous glucose monitor to replacement pump, and technical support arranged shipment of replacement pump and requested return of problematic pump using prepaid label within 10 days.